Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. During the assembly process clogged needle test inspection is proceed each 02 hours in one sample size of 50 pieces. If some nonconformity is found the batch interval is blocked for analysis. In the sequence the machine is checked its operation and the associates involved informed of the occurrence. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that needle was clogged and unable to deliver medication with a bd needle 27x1/2 ll eclipse. The following information was provided by the initial reporter, translated from portuguese to english: it was noted that when the needle was withdrawn from the site of application, the needle still contained the drug. Needle blocke or clogged and that the medication was inside the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle was clogged and unable to deliver medication with a bd needle 27x1/2 ll eclipse. The following information was provided by the initial reporter, translated from (B)(6) to english: it was noted that when the needle was withdrawn from the site of application, the needle still contained the drug. Needle blocke or clogged and that the medication was inside the needle.